Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer's blood glucose was 495 mg/dl at time of incident. The customer had symptoms such as vomiting. The customer treated the high with a bolus. The customer also mentioned a low reading of 42 mg/dl, which was treated with glucose tablets. The product was not returned for analysis.